Event description:
On (B)(6) 2015, the reporter contacted animas, alleging history settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information was received. The patient had a blood glucose (bg) of 2.9mmol/l with shakiness and blurred vision. The patient did not receive any treatment above and beyond the usual routine care of diabetes management.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the last basal delivery and the last bolus delivery were on (B)(6) 2015. Pump was exercised for 24hrs with no eaw¿s. A review of the total daily doses was found to correctly reflect the users programmed basal and bolus deliveries. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint. Battery compartment is cracked at the bottom near the cover. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.